Manufacturer narrative:
From the device history record, lot number 180430959sh, no exception was recorded in the device history record that could lead to the reported incident. One bundle of sample was returned for investigation. There was a hair found on the sample. From the investigation, supplier, xuchang zhende determined the root cause as improper gowning on the workers, which lead to the hair on the product. As a corrective/preventative measure, training was provided to the workers on the gowning requirements. Inspection conducted on the employees' dressing and what they are wearing every day. Checking the working clothes of whole cleaning shop, recycle and replace all the unqualified cloth with a neckline lace-up work clothes.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility for investigation. The sample apparently is enroute to them from canada. A follow up medwatch will be filed once the sample has been evaluated and the investigation completed. No patient information (age/weight/gender) was provided at this time.

Event description:
Approximately ten minutes into a left hand tendon transfer, surgeon noted a long black hair on a raytec sponge. Surgeon opted not to tear down set up, but instead removed entire pack of sponges and changed surgical gloves. Antibiotic intervention was required due to contaminated set up.